Event description:
During the left vertebral artery (va) aneurysm stenting procedure, the stent was prematurely deployed while being advanced to the target lesion. The stent had been released in the left va "2cm to subclavicular artery" and did not cover the aneurysm neck. The physician placed another stent to cover the target lesion. The procedure was completed. The patient reported to be in good condition.

Manufacturer narrative:
Additional information regarding the event was requested and the following was determined: the anatomy was not tortuous. The system was not visually inspected for damage as kinks/bends or compromised packaging before use. The system was flushed with saline solution prior to use and continous flushing was maintained during the procedure. The doctor did not have any issues back loading the guide wire or removing the peelable sheath.